Event description:
It was reported that the implantable cardioverter defibrillator exhibited a reset anomaly. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of telemetry anomaly due to reset. The cause of the reset was due to multiple parity errors. No further anomalies were found.